Event description:
It was reported that air bubbles and gaps appeared in pump system tubing during insulin delivery, including both small and large bubbles in patient line between pump and t:lock connection. There was no adverse impact to the customer's blood glucose level. Customer was educated that disconnecting at t:lock could introduce air into line, confirmed correct use of room temperature insulin and proper cartridge preparation, and after priming with fill tubing feature large bubbles no longer existed, so customer resumed insulin therapy and acknowledged understanding.